Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella cp the patient did not tolerate attempt to wean, lactates bumped to 4.1 and hypotensive. Bumped to p 7. Elevated white blood cells - sepsis workup (w/u) ongoing - + urinary tract infection (uti). The patient went into comfort care. Support was turned down to p2 and patient eventually passed away. Pump was turned off and left in.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Sepsis/infection: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.